Manufacturer narrative:
On (B)(6) 2017: tandem technical support reviewed the pump's logs and found that the customer was not following labeling when changing their cartridges. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 268mg/dl at its highest and manual injections were administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.